Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the field representative discovered a loose white connector behind the generator which was causing the system not to boot up all the way. Re-seating and securing the white connector resolved the issue. No further issues were reported. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the image acquisition system (ias) was displaying "x-ray tube overheat please wait" when the system was first booted up. Rebooting did not resolve the issue. There was no patient present when this issue was identified.